Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and previous investigations, it is likely due to leak electrical/electronic component problem identified leading to image issue. The most probable cause of this complaint is traced to expected or random component failure without any design or manufacturing issue. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited image loss when angulated in the upward position. There was no patient involvement.